Manufacturer narrative:
(B)(4). The dexcom g4 platinum cgm system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a red and itchy rash that occurred on (B)(6) 2016. The sensor was inserted into the abdomen on (B)(6) 2016. Patient stated that the rash spread from the neck to the hip. Patient treated the affected area with over-the-counter (B)(4). On (B)(6) 2016, patient went to her dermatologist who prescribed benadryl and triamcinolone 1%. At the time of contact, the patient's symptoms had subsided. No additional event or patient information was provided.